Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by (B)(6) via complaint submission tool that during a meniscal suture, while using two truespan meniscal repair system peek 12 degree, when they started using one of the implants, both shots were made and when the threads were reduced, the suture showed abnormality. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: according to the information provided, it was reported by j&j employee via complaint submission tool that during a meniscal suture, while using two truespan meniscal repair system peek 12 degree, when they started using one of the implants, both shots were made and when the threads were reduced, the suture showed abnormality. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and pictures provided by customer. Visual analysis of the returned device and pictures received, determined that the suture was frayed and was found tangled on the gun. Silicon sleeve was found deformed in the distal part and implants were not received for analysis. Due to the condition of the device the complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device [6l43511] number, and no non-conformances were identified. Based on the information currently available. Product evaluation of the returned device and visual inspection on pictures provided indicates that the double deployment could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time and for the damage on the suture, it is possible that the instruments used in handling the suture had sharp edges. As per IFU-113244, indicate the instructions for user to handle the device at the insertion phase. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.